Manufacturer narrative:
The bench repair technician assessed the device during bench repair. It was found that the device failed the operational test because of a therapy capacitor failure, which has been replaced. The device is still located at the customer's site, and no additional evaluation is necessary at this moment.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device did not pass the operation control test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.